Event description:
It was reported that the unit displayed an e-2 error after 10 seconds of use. Further, the account reports that there was no pt involvement.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.